Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated pelvic abscess secondary to urinoma, constant serosanguinous vaginal drainage, left urethral bruising, abdominal/pelvic pain, fevers, sui, urinary hesitancy/dysuria, daily self catheterization required, and uti.